Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had constant tone and the problem occurred when playing with water. Customer's blood glucose level was 196 mg/dl at the time of incident. Customer removed the battery and insulin pump was no longer turning on after inserting a new battery and the issue still persisted. The customer was advised the insulin pump will need to be replaced. He customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify audio or vibrate anomaly due to blank display noted.